Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers parent reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value of 526 mg/dl at the time of incident. Customer's other blood glucose value was 498 mg/dl. The customer experienced symptoms such as nausea. Customer stated that the leak inside the insulin pump from the reservoir compartment. The device will not be returned for analysis.